Manufacturer narrative:
Additional information provided in b.5., d.11., h.3., h.6., and h.10. There were no technical services requested or performed for the event; therefore, system related factors cannot be determined. The outcome of a laser assisted treatment is dependent on the patient¿s ocular health/anatomy as well as the laser settings selected by the operator for the procedure (e.g. System energy, incision angles, etc.). Images of the optical coherence tomography (oct) scans and video microscope along with the treatment settings were provided for review, and no issues were noted that could cause or contribute to the reported event. Patient ocular history however was not provided for review. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the reporter indicated the patient is still undergoing treatment and observation.

Manufacturer narrative:
G6 corrected., additional information provided in b.5., d.11., h.3., h.6., and h.10. There were no technical services requested or performed for the event; therefore, system related factors cannot be determined. The outcome of a laser assisted treatment is dependent on the patient¿s ocular health/anatomy as well as the laser settings selected by the operator for the procedure (e.g. System energy, incision angles, etc.). Images of the optical coherence tomography (oct) scans and video microscope along with the treatment settings were provided for review, and no issues were noted that could cause or contribute to the reported event. Patient ocular history however was not provided for review. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the reporter indicated the patient is still undergoing treatment and observation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a descemet's membrane detachment that occurred during a laser assisted cataract procedure. Reporter indicated all stages during the laser portion where standard, and the lateral side port entries opened with usual resistance. When viscoelastic was injected, descemet's membrane detachment appeared. The second side port entry and the main incision were opened with a knife. An air tamponed was performed. On one day post op the air was replaced with silicone oil. Currently, the patient is under observation. The doctor does not suspect casual relationship between laser, viscoelastic and surgical event.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review for clarification of the initial reported event it was also mentioned the anterior chamber "emptied" at the side port entry and the main dissection. Upon additional follow up, the reporter indicated the patient's left eye was involved.